Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked with a big boo sound when they took the forceps in and out. When the forceps was not inserted, air leaked from each device. The device was used as-is to complete the case. There were no adverse consequences for the patient. The devices were not re-used.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.